Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was completed with another device. There were no reports of any adverse consequences due to this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the initial investigation details the reported condition of the device running on its own in safe mode could not be duplicated. Service will perform preventive maintenance and return the device to the customer. A f/u report will be submitted if the final results of the quality investigation require one.